Event description:
Staff smelled smoke in the department and discovered smoke and sparks coming from the charging station for the battery packs for the stinger mobile carts that are used with the workstations on wheels. The fire was extinguished. There were no pt or staff injuries as a result of the fire. Equipment has been returned to the MFR for evaluation.